Manufacturer narrative:
A review of the device history record for strattice lot sp200184 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. These are known potential adverse events addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 03/aug/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient was implanted with strattice device lot sp200184, 1620002p on 24/jan/2020. However the type of hernia surgery was not provided. During the same surgery, the patient was also implanted with a non-abbvie device. The patient underwent ¿incision and drainage of infection abdominal wall abscess, removal of intrabdominal mesh, control of colocutaneous fistula¿ and was treated for ¿abscess¿, ¿fistula" with wound vac placement on (B)(6) 2021 where strattice was reported to be explanted. No other information was provided. The event of "reherniation" was removed as it does not appear this patient experienced a recurrence with strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.